Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The pt reported that a silver piece fell from the ez breath atomizer into her mouth while in use. The pt added that she did not suffer any medical harm.